Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial# (B)(6). Product type: lead. Product ID: 977a260; serial# (B)(6). Product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 14-apr-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6) ubd: 14-apr-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was since thursday the patient has been having issues charging their implant. Patient stated they are barely able to charge their implant and when they do they get the message settings not available cannot provide your desired intensity settings for their left leg at 5.8 when it is usually around 6.2. Patient mentioned they can turn the intensity down but that's it. Patient has tried different groups but that did not resolve the issue. Pt also mentioned around that time, they were not able to recharge past 4-50% before they would get a settings not available message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issues. Agent sent an email to the local manufacturing reps for visibility. Additional information was received from the patient (pt). It was reported that pt dealt with issue directly with technician. The tech identified pt had a couple dislodged leads and was able to make the necessary adjustments to some settings to temporarily give pt full coverage. Pt said the work around increases the intensity requiring pt to increase charge frequency. This was difficult for the pt. Tech explained the benefits of an upgraded device which pt was excited to receive. Pt said te fix was temporary as the leads needed to be replaced. Pt said they have had nothing but excellent results. Pt said every rep had been informative and understanding. Pt said the decision to use the device had helped control their pain and made it possible to live normally.